Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The suspected cause was due to having an incorrect carbohydrate ratio setting. The customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.